Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2384 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported jugular r was punctured, presented good blood flow, metallic sheath (mandrel) was removed, catheter was introduced, progressing easily. But the introducer broke before inserting the catheter. Info added on (B)(6) 2021: was there any harm to the patient? There was the interruption of the procedure, and the technique adopted was providing another catheter. The ICU is near by the pharmacy, and the nurse was quick in process. Was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, medication administration, etc)? There was none, only the puncture was restarted.